Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced inaccurate sensor glucose readings. The customer's blood glucose was 127 mg/dl and her sensor glucose was 42 mg/dl at the time of incident. The customer's blood glucose was 136mg/dl and her sensor glucose was 60 at the time of call. The customer stated that there are different readings for the past few days and would trigger threshold suspend feature. The customer stated that she did not experienced inaaccurate reading before even there were bent cannulas on previous sensor. The customer also confirmed blood glucose level with fingerstick and sensor glucose was not accurate. The insulin pump will not be returned for analysis.